Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a titanium elastic nail system (tens) nail case, the hammer guide would not thread into the inserter handle or grip the nail; there was no allegation against the nail. Alternate instruments were available and used to successfully complete the procedure; there was no surgical delay. There was no reported adverse event to patient; the patient outcome was reported as satisfactory concomitant medical products: nail (pat/lot unknown quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.